Manufacturer narrative:
The stryker product assessment center (pac) technician confirmed the reported issue through device log analysis. The root cause of the issues is isolated to the reed switch sw5. The device was archived by stryker and the customer received a replacement.

Event description:
The customer contacted stryker to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.